Event description:
Pt had a double bypass surgery when plates were implanted. Pt reportedly picked up a glass of water and felt a pop in his chest with some pain. X-rays showed a crack in the top plate. Reports that he was driving to work on (B)(6) when he felt a sharp pain in his neck and arm. Heart catheterization revealed a blocked small artery. He was reportedly scheduled for another surgery on (B)(6) 2010.

Manufacturer narrative:
Add'l info has been requested. Unk if device was explanted. Add'l info has been requested. Synthes is unable to determine mfg site or mfg date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.